Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise causing auto mode switch episodes were noted on the atrial lead. Patient reported having new bouts of fatigue. It was later determined that the auto mode switch behavior is due to noise on right atrial lead. No surgical intervention was planned. The patient was stable and will be continued to be monitored.